Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that during the coil embolization to treat an (ica) internal carotid artery aneurysm, the deltapaq cerecyte microcoil (cdf10030830/ g12632) was not taking the shape in the aneurysm. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, but the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the echelon 10 microcatheter, and no resistance/friction was noted between the coil system and microcatheter. After the event, the same microcatheter was used with subsequent coils, and the microcatheter was not re-shaped. Other that what was reported, no damages were noticed on the device (kink, bend, crack, separated, fracture, stretched, coil ring fracture or bent, etc.), and the coil remained attached to the delivery system. The vessel characteristic was normal. There was no adverse event reported ad the component will be return for analysis.

Manufacturer narrative:
It was reported that during the coil embolization to treat an (ica) internal carotid artery aneurysm, the deltapaq cerecyte microcoil ((B)(4)/ (B)(4)) was not taking the shape in the aneurysm. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, but the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the echelon 10 microcatheter, and no resistance/friction was noted between the coil system and microcatheter. After the event, the same microcatheter was used with subsequent coils, and the microcatheter was not re-shaped. Other that what was reported, no damages were noticed on the device (kink, bend, crack, separated, fracture, stretched, coil ring fracture or bent, etc.), and the coil remained attached to the delivery system. The vessel characteristic was normal. There was no adverse event reported ad the component will be return for analysis. The proximal section of the coil has been severely damaged and stretched. The coil¿s socket ring has been pushed down under the outer sheath .located on the top proximal end of the resheathing tool in the open cutout section; the v notch has been severely damaged. The damaged edges have been raised above the surface plane. The locking mechanism has compression and stretching damage as does the skive which has been stretched and damaged. There are three possible contributing factors to the coils inability to take shape inside the aneurysm. These contributing factors may have worked separately or in tandem, each having the ability to produce similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have severely damaged the proximal section of the coil. In this damaged condition, the coil may have lost the ability to bend, break over, and take shape during its advancement into the aneurysm. It cannot be determined, based on limited information received, that this may have contributed to the microcatheter losing its position and having to be been repositioned with the coil still inside the aneurysm. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary contributing factor to the coils inability to take shape inside the aneurysm may have occurred when the microcatheter was being repositioned while the coil was dwelling inside the aneurysm. The repositioning of the microcatheter may have caused the proximal section of the coil to become damaged and stretched while being anchored inside the aneurysm. In this condition, the damaged coil would not have been able to take shape inside the aneurysm. If this did occur, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: do not attempt to use the microcoil system as a guide wire if positioning of the microcatheter is lost during microcoil deployment.¿ the third, but equally important contributing factor to the coils inability to take shape inside the aneurysm, may have been due to distal interference. This interference may have prevented the coil from taking shape inside the aneurysm due to the coils already dwelling inside the aneurysm, on itself, or from the distal tip of the microcatheter. However, the exact source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the echelon 10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the reported information, and analysis of the returned device, a definitive conclusion regarding the root cause of the reported event cannot be determined. The additional damages found on the unit may have occurred during the shipping process, since it was noted that the device was not damaged after use in the patient. Based on the analysis and the device history records there is no indication of a relationship to the manufacturing process. It is possible that vessel/aneurysm characteristics contributed to the event; however, no definitive root cause conclusion can be made. Additionally inspections are in place to ensure devices are within specification prior to leaving the facility. Therefore no corrective action will be taken at this time.